Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
A review of the information provided identified that there was insufficient information to verify the reported incident or complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Revision of duraloc liner and head due to wear.